Event description:
It was reported that, "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
(B)(4). The customer returned one unit of a 528135 visistat 35r 6/box for investigation. Visual examination was performed with and without m agnification. There were 28 staples estimated to be remaining, as their severe misalignment, prevented the actual number from being counted. The trigger was returned engaged. There was evidence of use in the form of biological material was present on the device. The stapler did not fire upon functional inspection due to the severely misaligned staples. The stapler was disassembled, and it was observed that the saddle spring was completely disconnected from the pusher. Minor die cast anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming-staples not firing" was confirmed based upon the sample received. The sample returned displayed severely misaligned staples. Upon functional inspection, the stapler did not fire. The stapler was then disassembled, and it was observed that the saddle spring was completely disconnected from the pusher. Minor die cast anomalies were discovered on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".